Event description:
It was reported that the patient has expired after an implant duration of approximately 0.13 months. The cause of death was noted as severe valve disease. It was also noted that the patient had avr, mvr, and tvr. No further details regarding this event were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was received. The device history record (DHR) review has been completed, and there was no nonconformance found related to this event.